Manufacturer narrative:
Pump was monitored for 48 hours with multiple basal rate. No blank display or display anomaly noted. No damage inside pump noted. All operating current were normal. No unexpected low battery, failed battery test or off no power alarm noted. Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was 123 mg/dl. Customer also reported receiving a failed battery test alarm upon waking up in the morning. It was also found the customer would have a blank display for a while after replacing the battery. Customer also reported the sensor was not communicating with the insulin pump. The customer reported receiving lost sensor alarms. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.